Event description:
It was reported that the user dropped the ilet, the device housing fractured, and the screen stopped functioning, after which the user transitioned to multiple daily injections and used a dexcom g7 for glucose monitoring. Symptoms included hyperglycemia with a reported peak over 400 mg/dl without loss of consciousness, dizziness, or other acute complications. Outcomes included temporary interruption of automated insulin delivery, self-management with back-up therapy, and recovery of glucose toward target without ketones, medical intervention, or hospitalization. Investigation included complaint intake, troubleshooting and education, and arrangement of a replacement device with instructions for return and data handling. Investigation of this case revealed physical damage to the pump enclosure and display consistent with accidental drop, resulting in loss of user interface functionality and need for device replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to impact.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.